Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-2154) on 28-oct-2015. The most recent information was received on 14-may-2020. This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy periods') in a 37-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), depression ("severe depression"), anxiety ("anxiety"), headache ("headaches every day"), mood altered ("very moody"), premenstrual syndrome ("worse pms"), insomnia ("insomnia"), dysmenorrhoea ("painful periods"), anaemia ("anemic"), abdominal distension ("bloating"), fluid retention ("water retension") and rash papular ("some type of bumps/ rash developed on my arms") and was found to have weight increased ("gained 60 lbs"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the menorrhagia, depression, anxiety, headache, weight increased, mood altered, insomnia, dysmenorrhoea, anaemia, abdominal distension, fluid retention and rash papular outcome was unknown. The reporter considered abdominal distension, anaemia, anxiety, depression, dysmenorrhoea, fluid retention, headache, insomnia, menorrhagia, mood altered, premenstrual syndrome, rash papular and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 14-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 28-oct-2015. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy periods') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), depression ("severe depression"), anxiety ("anxiety"), headache ("headaches every day"), mood altered ("very moody"), premenstrual syndrome ("worse pms"), insomnia ("insomnia"), dysmenorrhoea ("painful periods"), anaemia ("anemic"), abdominal distension ("bloating"), fluid retention ("water retension") and rash papular ("some type of bumps/ rash developed on my arms") and was found to have weight increased ("gained 60 lbs"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the menorrhagia, depression, anxiety, headache, weight increased, mood altered, insomnia, dysmenorrhoea, anaemia, abdominal distension, fluid retention and rash papular outcome was unknown. The reporter considered abdominal distension, anaemia, anxiety, depression, dysmenorrhoea, fluid retention, headache, insomnia, menorrhagia, mood altered, premenstrual syndrome, rash papular and weight increased to be related to essure. Quality-safety evaluation of ptc: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: information received via social media. The case was upgraded from non-serious incident event to serious incident. Event" menorrhagia" seriousness criterion was updated form non-serious to serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.